Manufacturer narrative:
Very little information was provided regarding this event, even after repeated follow-ups. Centerpoint could not determine any device malfunctions and could not determine the health impact to the patient. Based on the event description, centerpoint is reporting this incident out of caution to ensure compliance to the applicable regulatory requirements. The distributor has indicated that there is no additional information available.

Event description:
Cps locator sheath perforation through the right ventricle apex.

Manufacturer narrative:
This report is a follow-up to the report 3015970743-2025-00003. Centerpoint received additional information about the event. The patient had to undergo additional intervention during the initial procedure to correct the perforation through the heart. The patient was hospitalized following the procedure. On (B)(6) 2025, centerpoint was informed that the patient made a full recovery.

Event description:
Additional information was received regarding the event reported in 3015970743-2025-00003. The patient required intervention during the same procedure to repair the perforation. The patient remained in the hospital following the procedure for a prolonged period to monitor the condition. The patient fully recovered.